Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A gastro-intestinal ulcer is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in switzerland underwent a procedure for the placement of a percutaneous endoscopic jejunal tube (j-tube). On (B)(6)2023 while hospitalized, an intestinal ulcer was found and the j tube was removed and discarded.